Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented for a device evaluation due to low lead impedance alert. There were no reports of any accidents or trauma to the site of the implant. Increased capture threshold and no sensing was noted. Programming changes were suggested. Further actions will be discussed with the physician. The patient will continue to be monitored.